Event description:
During a pci treatment procedure, the quantum maverick monorail 15/3.0 mm balloon ruptured at 14 atms on the second inflation. The pressure reached on the first inflation is unknown. The pt was asymptomatic during this event. The lesion being treated was a very hard, 90% stenotic lesion in the mid right coronary artery. The physician used a terumo introducer sheath for vascular access, a launcher guide catheter and a balance .014 guidewire to cross the lesion. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully compete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.